Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous and moderately calcified anterior tibial artery. The coyote es mr 2.5mm x 40mm x 146cm balloon was being used to dilate the lesion. On the first inflation the balloon ruptured at eight atmospheres. The device was removed intact. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).